Event description:
Reporter indicated that the pt has experienced problems with blood pressure and heart rate since implant. The pt's blood pressure reportedly fluctuates a lot and their pulse drops. Treating neurologist has reportedly indicated that these issues may be related to the beta-blockers in the pt's current medications. Investigation to date has been unable to determine whether the vns therapy is a contributing factor to the reported events.